Event description:
Additional information received described the battery as ¿defective.¿

Event description:
It was reported that the implantable neurostimulator (ins) was checked at an office visit and impedances greater than 4,000 ohms were found on all settings. When the ins was initially implanted the patient¿s settings were normal in the operating room (or) and the lead was implanted correctly. The health care provider (hcp) saw ¿blue in all windows¿ of the ins when implanting and heard the ¿screwdriver click.¿ when the ins was explanted it was noticed that it was ¿completely detached from the lead.¿ a new ins was connected and it worked well. All impedances were normal post operatively. About two and a half weeks later it was reported that the hcp believed it was an issue with the ins as it was ¿fully screwed with the set screw¿ in the initial procedure.

Manufacturer narrative:
(B)(4): analysis of the implantable neurostimulator found no anomaly. No anomaly was found with the setscrew. The setscrew was tightened to a known good lead using a 4 oz.-in torque wrench. The lead was held in place.

Event description:
Additional information received reported that the implantable neurostimulator (ins) was not working after implant. The patient had a return of symptoms. The patient experienced bladder pain, spasms, and retention. It was stated that the manufacturer representative and healthcare provider (hcp) thought everything was done properly. When the patient went in for a revision, it was found that the lead completely disconnected from the ins. The patient had the ins replaced one month later. The patient wanted analysis results from his first ins. The patient's new ins was working fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a ¿defective¿ surgery. The patient stated that immediately after surgery ¿it did not feel like it was working.¿ the patient stated that the ¿lead came out of the battery pack, even though it was screwed in correctly.¿ the patient stated that the manufacturer representative was there during surgery and said ¿he stood there and watched it go click-click-bang, however it went together and that they followed the book to the t, and for some reason it came undone.¿ the patient stated that after surgery he followed his post-operative restrictions and was not ¿out running a marathon or anything.¿ the patient noted that he received the analysis report and went over it with his healthcare provider (hcp). The patient stated that the report noted the device was not defective. The patient stated that ¿of course when they plugged it back in at the lab it showed that it worked.¿ the patient continued that ¿a lamp would light back in if you plug it into the wall¿ and ¿the device worked, but they never explained why the lead came undone from the battery pack.¿ the patient stated that the report was very simple and short and did not explain very much. The patient noted that his new device worked just fine and he had no problems with it.

Manufacturer narrative:
Analysis of the device, model# 3058, sn (B)(4), found no anomaly. Based on customer concerns regarding the analysis results, an ins lead retention force test was performed to see if the ins met the specification. Per the product specification, "the ins lead retention force shall be greater than 9 newtons (2.0lbs) with the setscrew tightened with 5.0 ± 0.5 in-oz." Torque wrench. A 5.0 oz-in. Torque wrench was obtained and measured prior to using. It measured 4.7 oz-in. A model 3889 ¿blue¿ tined lead was inserted into the ins connector port and the setscrew tightened using the 4.7 oz-in torque wrench. The distal end of the lead was taped to a calibrated digital force gauge with the tape in front of the tines to help in case of slippage. The ins was held in place while the digital force gauge was pulled until it read 2.0 lbs. The lead could be seen to stretch as a mark was put on it where the end of the strain relief on the ins was in relation to the lead. The lead body stretched, but the connector of the lead never moved inside the port. The ins met the lead retention force specification when properly tightened with the torque wrench. Furthermore, no anomaly was found with the setscrew. The setscrew tightened to a known good lead using a 4 oz-in torque wrench and held the lead in place. Based on customer concerns regarding the original analysis results, an ins lead retention force test was performed to see if the ins met the specification. The ins met the lead retention force specification when properly tightened with the packaged 5.0 oz-in. Torque wrench.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va07a3k, implanted: (B)(6) 2013. Product type: lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.